Event description:
It was reported that this inflatable penile prosthesis was removed as it was no longer inflating. Upon explant of this device, a fluid leak was identified on the tubing connected to the pump. A new inflatable penile prosthesis was implanted. No patient complications were reported.